Event description:
Follow up report of pt with broken sign nail 2 years after initial surgery. The tip of the i.m. Nail broke. No report of adverse impact to the pt. Cause appears to be from non-union.